Manufacturer narrative:
Block h6: device code a040609 captures the reportable event of shaft bent. Device code a0501 captures the reportable event of the delivery system tip detachment.

Event description:
It was reported that during a procedure using a solyx blue device, the trocar was observed to be bent approximately 90 degrees upon opening the sterile package. Upon further inspection, the trocar tip fractured, rendering the device unusable prior to use. The package was not reported to be damaged. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.